Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump did not alarm no delivery. The customer's blood glucose was 350 at the time of incident. The customer stated that the set was jammed and they tried to bolus in the air but no insulin came out. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they changed the set and was currently working properly. A tubing clamp will be sent for high pressure test. The insulin pump will not be returned for analysis.